Event description:
It was reported that the patient¿s spinal incision was not healing. The patient had drainage/incisional wound opening at the catheter track. Diagnostic testing included obtaining cultures, which were negative. The issue was resolved. The patient status at the time of the report was alive with no injury. It was additionally reported that the back incision was opened on the date of the report. The healthcare provider (hcp) did not want to touch the catheter at that time. The hcp later decided to check the catheter and revise. The pump system was being used to infuse dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).